Event description:
It was reported that post implant of an implantable pulse generator (ipg) system the patient experienced ectopy. It was also reported that the right atrial (ra) lead exhibited variable p waves and high thresholds. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.